Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2017 wherein the ipg was relocated which resolved the issue.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced swelling and pain at the ipg site as the patient had fallen and hit the ipg site. Diagnostics revealed no anomalies. Surgical intervention may be taken at a later date to address the issue. The patient had two systems. This report is related to the thoracic system¿s ipg.